Manufacturer narrative:
Continuation of d10: product ID a820: product type software product ID hh9020tdd, serial# (B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid via an implantable pump for non-maligannt pain. It was reported that they were having problems when trying to connect to the pump because the handset was lagging at 90%. The agent reviewed the data and assisted the patient in deleting the data. The patient was able to connect to the pump with no lag. The patient will call back if they need further assistance.